Event description:
The facility representative reported an syndeo pump with a condition of there was patient tampering resulting in a overinfusion. This condition occurred during patient therapy. It's unknown it there was any patient injury or medical intervention necessary. According to the hospital representative there was no patient death associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as the customer plans to service it on-site. A service history review revealed that this device has not been serviced by baxter prior to this event. A device history review has been performed and there were no nonconformances associated with the production of this product.